Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The machine underwent and passed a hipot test. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The machine underwent and passed a voltage check, a safety analyzer check, and a system air leak test. A pre-accelerated stress test (ast) was performed and completed with no problems or failures. There was no burning smell encountered during the test treatment, and the sound (noise) emitted from the cycler was normal. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a burning smell coming from the heater tray on their liberty select cycler. When the smell was noted, the patient had already disconnected from the cycler. The smell was also noted during setup for the patient¿s subsequent treatment. Additionally, the patient reported hearing a noise that sounded like the cycler was ¿forcing itself¿ to run. Like the burning smell, the noise was heard after the patient had disconnected themselves. During power up for the following treatment, the patient reported that the screen went blank. The patient tried rebooting the cycler. The ok and stop keys were on, however the screen remained blank. At that point in time, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment on the day of the event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.